Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during a meniscus procedure in a child's right knee using fast fix 360, when the t1 implant of five (5) devices was released, it did not deploy. There was no attachment, leading to failure to suture the meniscus, this malfunction caused a surgical delay greater than 30 minutes. The procedure was completed using 2 other fast fix devices from different lot numbers. No other complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A visual inspection found 6 devices were returned together with no product identification allowing them to be separated by complaint number. No suture or implants were returned. Device 1 and 2 were returned with severe bends in the needle and the actuators were stuck all the way forward. Device 3 and 4 were returned with the actuators in the post t1/pre t2 firing position and both device depth straws had indentations indicating contact with another source. Device 5 was returned without any damage. Device 6 was returned without the white depth straw and a slight bend in the needle. A functional evaluation found for device 1 and 2, the deployment knob did not slide the actuator as intended due to the severe bend in the needles. Device 3, 4, and 5 cycled as intended. Device 6 cycled as intended despite the bend in the needle. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended application of force to the needle, causing the actuator to seize in the needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time. A1, patient identifier field should be empty. B5 was corrected.

Event description:
It was reported that during a meniscus procedure in a child's right knee using fast fix 360, when the anchor of two (2) devices was released, it did not deploy. There was no attachment, leading to failure to suture the meniscus, this malfunction caused a surgical delay greater than 30 minutes. The procedure was completed using 2 other fast fix devices from different lot numbers. No other complications were reported.

Event description:
It was reported that during a meniscal procedure on a child's right knee using fast-fix 360, when the t1 implant of five (5) devices was inserted into the meniscus, it was not deployed at all. There was no attachment, leading to a failure to suture the meniscus. As a suture was attempted several times, the meniscus was slightly damaged. The procedure was completed with a surgical delay greater than 30 minutes using two other fast-fix devices from different lots, one of which was used as reinforcement because the child's right meniscus was damaged. The patient was re-examined 6 weeks post-operatively and was asymptomatic. The meniscus lesions were punctiform and there will probably be no long-term consequences for the patient. There was no need to intervene.

Manufacturer narrative:
Relevant associated devices: pn 72202468, lot number 2082717 (qty. 2), lot number 2069383 (qty. 1) and lot number 2069325 (qty. 2). D4, lot no.: the following are the lot numbers reported: 2082717, 2069383 and 2069325. D4, exp. Dates for each of the three lots reported: (ln: 2082717, ed: 12/01/2021), (ln: 2069383, ed: 03/16/2021) and (ln: 2069325, ed: 02/27/2021). H4, mfg. Dates for each of the three lots reported: (ln: 2082717, md: 12/01/2024), (ln: 2069383, md: 03/16/2024) and (ln: 2069325, md: 02/27/2024). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection found 6 devices were returned together with no product identification allowing them to be separated by complaint number. No suture or implants were returned. Device 1 and 2 were returned with severe bends in the needle and the actuators were stuck all the way forward. Device 3 and 4 were returned with the actuators in the post t1/pre t2 firing position and both device depth straws had indentations indicating contact with another source. Device 5 was returned without any damage. Device 6 was returned without the white depth straw and a slight bend in the needle. A functional evaluation found for device 1 and 2, the deployment knob did not slide the actuator as intended due to the severe bend in the needles. Device 3, 4, and 5 cycled as intended. Device 6 cycled as intended despite the bend in the needle. Our clinical investigation concluded: no relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Based on additional information we received from the reporter, the patient's current condition was reported as asymptomatic, and it was also noted that long-term consequences are unlikely. Since no further harm is anticipated no further clinical assessment is warranted at this time. Should any additional clinical information be provided, this complaint will be re-evaluated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended application of force to the needle, causing the actuator to seize in the needle. No containment or corrective actions are recommended at this time. Correction in h6: (health effect - clinical code & health effect - impact code).